Event description:
The olympus marketing representative reported (on behalf of the customer) that there were air/water flow issues while using the evis lucera elite colonovideoscope. The reported event was found during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found at the end of the nozzle tip. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the nozzle having foreign objects. In addition to foreign material coming out due to blockage of the channel, the additional evaluation findings are as follows: due to the clogging of the nozzle, air supply volume did not meet the standard value. Due to the clogging of the nozzle, the water supply volume did not meet the normal value; due to the clogging of the nozzle, the water removal ability did not meet the standard value; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value, the play of the upward/downward angulation control knob was out of the standard value, the adhesive on the bending section cover had a chip. The bond on the bending section cover had a white-clouded area; due to the clogging of the nozzle, the air supply volume did not meet the standard value; the water supply volume did not meet the standard value due to the clogging of the nozzle, the water removal ability did not meet the standard value. The objective lens had a scratch, and the connecting tube had a scratch. The customer also provided the following regarding the insufficient cleaning: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. It was unknown when the foreign material adhered to the nozzle, and there were no other reprocessing concerns. Legal manufacturer investigation : as a result of confirmation of the inspection result report conducted at service repair center (sbc) , the event ¿foreign material was in the nozzle¿ was confirmed. Therefore, the device did not meet the specifications nor the features. Review of device history record (DHR) of the subject device confirmed that the device was shipped in accordance with specifications. We could not conclusively specify the root cause of the foreign material remained in the device. However, the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.